Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The device was not returned in any original packaging, and no media was provided to confirm the failure.

Event description:
It was reported that a farawave catheter was delivered with visible water damaged. Per further information received, the seal it's considered to be compromised. All 9 catheters reported with the same issue are expected to be returned.

Event description:
It was reported that a farawave catheter was delivered with visible water damaged. Per further information received, the seal it's considered to be compromised. All 9 catheters reported with the same issue are expected to be returned.